Event description:
A surgical coordinator reported a pt who is experiencing disabling glare following bilateral intraocular lens (iol) implants. The pt is having difficulty driving at night and glare is impacting life in general. A yag capsulotomy was performed with no success. Additional info has been requested. There are two med device reports for this event. This report is for the left eye.

Manufacturer narrative:
The product remains implanted and was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).